Manufacturer narrative:
Analysis was normal. No anomalies were found. Damages found were consistent with those occurring during procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s left and right ventricular leads dislocated. During the procedure, the right ventricular lead could not be fixed due to material in the helix. The lead was cleaned but was still unable to be fixed and the lead was removed and replaced. During the procedure, the left ventricular lead was damaged and was removed and replaced. The patient was stable.